Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A health professional reported that after a glaucoma stent implantation surgery, a patient experienced endothelial touch and endothelial cell loss. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received form the customer stating the patient needed another inpatient surgery and was treated with drops.

Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The stent was visually inspected and damage consistent with trimming was observed, only the distal collar was returned with a jagged cut directly behind the collar. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. Photo attached to the parent complaint was reviewed by the investigation site. Photo is a vial with liquid in it and labeled with the file ID of (B)(4), trimmed stent is not visible in the picture. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).